Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl. The customer reported that pump was not delivering insulin. The customer was hospitalized to treated hyperglycemia and was administered with insulin from pump and manual injection. The customer felt sick and developed diabetic ketoacidosis. The event involved product(s) unk_sensor, unomedical, unk_reservoir, mmt-1884. Troubleshooting was performed for hyperglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. The customer was not using auto mode/ smart guard feature at the time of reported event. No further patient complication was reported. The customer will discontinue the use of pump. No product return is required for unk_sensor, unomedical, unk_reservoir. Product mmt-1884 will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.